Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, skin disorder, hypersensitivity and feeling abnormal had resolved and the systemic lupus erythematosus, weight increased, fatigue, gastrointestinal disorder, tooth disorder, alopecia, migraine, headache, nausea, nervous system disorder, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, systemic lupus erythematosus, tooth disorder, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for allergy, bleeding, pain, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received: previously reported event injury was updated to new events dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain/chronic, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),rash, skin condition, hypersensitivity, lupus, weight gain, fatigue, gi conditions, dental probs, hair loss, migraines, headaches, nausea, neurological condition/problems, vision problems, weight loss, brain fog. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.